Event description:
It was reported that a "hole of approximately 5mm in diameter which seemed to be a frayed filament was found on the suture ring when the valve was taken out from the jar. The device was implanted since the customer did not have another same size valve at the hospital. Customer does not believe that the hole opened during operation. Customer would like to know the possible root cause of this event."

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance. Product was implanted; therefore, it is not available for returned and evaluation. One photo was provided by the hospital. However, the resolution is poor. No patient information has been provided other than the surgery date. No other information has been provided. Customer letter required. On 07/08/2010, requested additional information from the customer. Device not returned. Device remains implanted.